Manufacturer narrative:
Received one used list# ch2000s-c, spinning spiros® closed male luer, red cap; lot# unknown the spin collar was activated. No damages on the spin collar were observed. The reported complaint of the spiros disconnecting was confirmed. The returned spiros was returned disconnected with the spin feature activated. However, during testing the spiros met product specifications. The probable cause of the disconnection is unknown.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. Plots: 14307819 MFR date: 03/10/2025 exp date: 02/01/2030. 14351868 MFR date: 04/03/2025 exp date: 03/01/2030. 14351870 MFR date: 04/14/2025 exp date: 03/01/2030.

Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported there was a faulty spiros resulting in a large chemo spill of etoposide. Etoposide leaked onto patient¿s clothing and skin. The leak occurred at spiros connection to tubing. The patient's condition before, during and after the infusion was stable. The etoposide leaked onto patient¿s clothing and skin was treated by removing the clothing and skin washed. The chemo spill was cleaned up per facility protocol. The etoposide was replaced, and therapy was resumed. There was no hole, cut, tears or any defect noted. There was patient involvement, staff/patient harm (chemotherapy exposure) and delay in therapy reported.